Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery as well as available programming options. Subsequently, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.